Manufacturer narrative:
A ge service representative performed an onsite investigation. The issue with the transfer and saving of patient images was confirmed. The hard disk drive needs to be replaced and a new one has been ordered. The system remains down. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not save the images in the correct patient files. No patient injury was reported.